Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that per customer alleging possible pump under delivery. The customer blood glucose level was 282 mg/dl at the time of incident and the current blood glucose of the customers 354 mg/dl and other blood glucose was 250 mg/dl. Customer reports insulin exited at the quick release. The customer performed the displacement test and test result was no reservoir detected and passed test. Customer also assisted with performing the high pressure test and test results was insulin flow block alarm. The insulin pump will not be returned for analysis.